Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, receiver would not turn on. Patient was advised to the charge and reset the device, however it was unsuccessful for the reported issue. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Based on external visual inspection, the receiver was determined to be in good condition. However, a "call tech support" error message and hardware error icon were observed on the screen. The customer complaint was confirmed. The root cause was determined to be a defective component in the receiver's printed circuit board. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2015.